Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was unable to implant the left ventricular lead. It was noted that the physician tried several times, however, was unsuccessful. The lead was removed, and the case was abandoned. There were no patient consequences.